Manufacturer narrative:
Pending investigation. Medical devices: 120-65-35 - bone screw 6.5mm dia x 35mm long 3657311, 130-36-52 - nv gxl liner neutral, 36mm ID, group 2 cups 2968392, 148-36-93 - 12/14 zirconia head 36mm rep by 170-36-93 2621477, 164-12-12 - novation element ro x/o sz 12 2584998, 186-01-52 - integrip cc, cluster 52mm, g2 3559875. (B)(4).

Event description:
As reported, the patient had an initial right tha on or about (B)(6) 2014. On (B)(6) 2022, the patient was revised due to polyethylene failure. X-rays showed eccentricity of the femoral head within the acetabular component. Moreover, progression of the thinning over several x-rays suggested polyethylene failure.

Manufacturer narrative:
Additional information: h6 investigation codes added. H6. Based on the available information, the patient involved meets the following risk criteria for prosthesis wear as specified in the hhe: significant edge loading of the femoral head on the acetabular liner and combination of largest available femoral head and/or thinnest available acetabular liner was used. The revision reported was likely the result of a combination of the risk factors. Oxidation indices were measured per astm f2102-17 on real-time aged exactech gxl hip liners packaged across a variety of vacuum bag lots. A preliminary root cause cannot be determined as a number of variables including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh could also have contributed to the increased trend in wear/osteolysis. Literature also shows that surgical approach and implant positioning can impact the wear performance of total hip arthroplasty. However, this cannot be confirmed as the devices were not available for evaluation and images/radiographs were not provided. E1, 2, 3, 4. Initial reporter changed f6 & 8. This is a manufacturers report, no facility information applicable.